Event description:
It was reported that the patient came in for being shocked twice due to true ventricular tachycardia. The short interval count was 571 since (B)(6) 2010, which could indicate oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.